Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During device evaluation, the customers¿ initial report error code e090, (error message permanent reboot/temporary failure) was not reproduced, however, review of the data log found the error e090 recorded in the log . It was also found to have minor dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer during general inspection there was an error code e090 (error message permanent reboot/temporary failure) while using hf unit "esg-400¿. The issue was found during maintenance. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).